Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified right coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced, however, during procedure the stent was dislodged inside patient. The device was completely removed as a whole. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable following the procedure.

Manufacturer narrative:
Device evaluated by .MFR.: promus premier ous mr 28 x 3.50 mm stent delivery system was returned for analysis without the stent. The device was returned with its stent damaged on its proximal section with struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified right coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced, however, during procedure the stent was dislodged inside patient. The device was completely removed as a whole. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable following the procedure.